Manufacturer narrative:
H3: product analysis: device return was requested. However, the product was reported to have been discarded. Therefore, returned device analysis was not able to be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a brain hemorrhage and the craniotomy was performed to clear the hematoma, the milling blade broke during the craniotomy. The ball drill was used to perform the craniotomy, which greatly prolonged the craniotomy time and significantly widened the craniotomy suture. On follow-up it was reported that there was no patient or staff impact, there was 15 minutes delay in procedure and the device was discarded.

Manufacturer narrative:
Addition information received; on followup it was reported that there was no fragments left inside the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On followup it was reported that there was no fragments left inside the patient.